Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck in a previously implanted stent and was difficult to remove. The procedure was completed using an alternate method. There were no patient complications reported.